Manufacturer narrative:
The following sections have been updated. As reported, a cath f6 inf tl jl 3.5 100 cm was found to have a visual defect. It was found that there was contamination that was visible through the sealed peel apart pouch. Photographed at 5 x magnification. The integrity of the sterile pouch was not compromised as these units were taken from the warehouse right after sterilization was completed. The sterile package was not opened. The units were inspected sealed and opened after inspection to perform other tests. The exact timing of how long the product was stored before the foreign material was noted is not known, but it should have not been more than a week. The actual product was not damaged. The product was not returned for analysis. A file with pictures of complaint product was received attached to the complaint electronic file. Per visual analysis of received pictures, for complaint unit identified as ¿sub 17¿ contamination was observed inside of the inner pouch of the units. However, as the contaminants could not be measured, it is unknown if it was within specification. A device history record (DHR) review of lot 17672774 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. As additional investigation, the engineering test report reported that the infiniti 6 lot 17672774 in relation to visual inspection of loose and embedded contamination met the acceptance criteria per applicable documents. The lot was released after review of the information. The reported ¿packaging/pouch/box foreign material in sterile package¿ was confirmed through picture analysis since contamination was observed in the sterile pouch of the complaint unit identified as ¿sub 17.¿ however, as the contaminants could not be measured, it is unknown if it was within specification. The exact cause of the failure could not be conclusively determined during picture analysis. Based on the limited information available for review, it is not possible to determine the contributing factors for this issue reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if package is open or damaged.¿ based on the picture analysis and DHR review, even with the contamination observed on the received picture, it is not possible to determine if the samples are not meeting manufacturer's specification since the contaminants could not be measured and determined whether it was within specification. However, the lot was released after review of the information. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a cath f6 inf tl jl 3.5 100 cm was found to have a visual defect. It was found that there was contamination that was visible through the sealed peel apart pouch. Photographed at 5 x magnification. The device will not be returned. The integrity of the sterile pouch was not compromised as these units were taken from the warehouse right after sterilization was completed. The sterile package was not opened. The units were inspected sealed and opened after inspection to perform other tests. The exact timing of how long the product was stored before the foreign material was noted is not known, but it should have not been more than a week. The actual product was not damaged.

Manufacturer narrative:
The following were updated accordingly: date received by manufacturer, type of reportable event, evaluation codes, narrative text. Gtin # (B)(4). As reported, a cath f6 inf tl jl 3.5 100 cm was found to have a visual defect. It was found that there was contamination that was visible through the sealed peel apart pouch. Photographed at 5 x magnification. The integrity of the sterile pouch was not compromised as these units were taken from the warehouse right after sterilization was completed. The sterile package was not opened. The units were inspected sealed and opened after inspection to perform other tests. The exact timing of how long the product was stored before the foreign material was noted is not known, but it should have not been more than a week. The actual product was not damaged. The product was not returned for analysis. A file with pictures of complaint product was received attached to the complaint electronic file. Per visual analysis of received pictures, for complaint unit identified as ¿sub 17¿ contamination was observed inside of the inner pouch of the units. A device history record (DHR) review of lot 17672774 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. As additional investigation, the engineering test report reported that the infiniti 6 lot 17672774 in relation to visual inspection of loose and embedded contamination met the acceptance criteria per applicable documents. The reported ¿packaging/pouch/box foreign material in sterile package¿ was confirmed through picture analysis since contamination was observed in the sterile pouch of the complaint unit identified as ¿sub 17.¿ however, the exact cause of the failure could not be conclusively determined during picture analysis. Based on the limited information available for review, it is not possible to determine the contributing factors for this issue reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if package is open or damaged.¿ based on the picture analysis and DHR review, even with the contamination observed on the received picture, it is not possible to determine if the samples are not meeting manufacturer's specification since the contaminants could not be measured and determined whether it was within specification. However, an investigation was initiated to address this issue.